Manufacturer narrative:
Video capsule endoscopy: think pharyngeal pouch ¿ retention of a video capsule in a 94-year-old in the upper gastrointestinal tract: william tai, annals of geriatric medicine and research 2025; 29(4):539-542 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an article about pillcam retention. An x-ray image and an image showing the splenic flexure were included. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that there was an adverse event without identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in a literature that a 94-year-old woman with gastrointestinal bleeding underwent video capsule endoscopy. Immediately after ingestion of endoscopy capsule, the patient complained of a discomfort on her throat and a feeling that the capsule was stuck. After 40 minutes, an upper endoscopy with sedation was attempted to try to retrieve the capsule but was unsuccessful. An x-ray was performed which showed the capsule lodged in the neck in a pharyngeal pouch. The next day, the sensation was no longer present, a repeat x-ray was performed, and the capsule was no longer present.